Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose of 240 mg/dl on a dexcom g7 cgm after breakfast while using the ilet, and the agent advised allowing the system to correct with follow-up planned. Symptoms included hyperglycemia without reported adverse effects. Outcomes included stabilization of blood glucose following troubleshooting and education, with no alerts or alarms and no medical intervention or hospitalization. Investigation included review of device use, user report, and troubleshooting guidance. Investigation of this case revealed no device malfunction and suggested postprandial hyperglycemia as the likely scenario with subsequent correction by the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.